Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 49 mg/dl. The customer stated that the sensor would not go into auto mode. The customer was treated for the low blood glucose with food. The customer decline troubleshooting for low blood glucose as they treated it with food. The product will not be returned for analysis.